Event description:
Blood in catheter tubing. Datasheet checked "no" when asked if any adverse events were related to the event. Pt is listed as deceased.

Manufacturer narrative:
Product condition received. The product was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter and between the catheter and the sheath. One kink was found on the catheter tubing near the y-fitting approx 76.5cm from the iab tip. Product eval: an underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and one leak was detected on the membrane approx 1.3cm from the rear seal measuring 0.025cm in length. Conclusion: under magnification, a whitish patch was observed around the leak. This whitish patch is the typical appearance of an abrasion mark which is caused by calcified plaque during counterpulsation therapy. A review of the device history does not indicate any lot specific issues. (B)(4).